Manufacturer narrative:
Device lot number unavailable. No parts have been returned for analysis. No results possible. Device manufacturing date is dependent on lot number, therefore, unavailable. See related regulatory report # 1723170-2018-06472 for second spinous process clamp tall. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had two spine clamps that were damaged and would not open. No patient present.

Manufacturer narrative:
Hardware analysis determined that the retainer ring on the tip of the adjustment screw is missing. The adjustment screw had been backed out too far forcing the retainer ring free. The clamp is in otherwise good condition. If information is provided in the future, a supplemental report will be issued.